Event description:
It was reported during the implant procedure that there appeared to be difficulty in locking-down the lobe deployment with the acute retention ring. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) upon analysis it was reported that there was blood in/on the helix/lobe mechanism, distal conductor (non-obstructing), and outer tubing overlay.